Event description:
Baxter (B)(4) received a report that an infusor had no flow during patient use. The device was filled with a solution of ropivacaine hydrochloride hydrate, fentanyl citrate and droperidol. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review has been conducted which revealed the product met all of the acceptance criteria for release. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no solution in the reservoir. A patient control module (pcm) and a filtering device (non-baxter product) were returned with the sample. The reported condition of no flow was not confirmed. Visual examination of the device showed no signs of blockage that could have caused the reported condition. A functional test showed that flow was readily observed at both the infusor's and the pcm's luer. Flow continued without stopping until the solution was emptied from the reservoir. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.